Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed during the procedure. There was no patient injury. There was no damage noticed out of the ordinary. The instrument was inspected prior to use. The instrument is available for return. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips the instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a burning between the jaws. The procedure was continued as planned with no reported injury.